Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable was pulled from the strain relief, damaging trunk cable connector j702 on the distribution node pca. A review of downloaded flag data surrounding the time of the reported problem indicates that the device's ability to communicate with a monitor might have been affected. Due to lack of functionality testing data and the observed connection faults in the downloaded data, reporting this event out of an abundance of caution, as it cannot be positively determined whether patient protection was affected. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was causing a service code 204 (belt unusable).